Event description:
Philips received a complaint from the customer¿s biomed indicating the v60 ventilator touchscreen, despite being calibrated, was not functioning as intended. The device was not in patient use at the time of the reported event and there were no reports of patient or user harm or injury. An analysis was performed by the remote service engineer (rse). The rse advised the customer that the unit may have a faulty touchscreen or user interface printed circuit board (ui pcb). The rse provided the part numbers for the touchscreen and ui pcb. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer reported that they called technical support, who recommended getting another v60 and swapping parts to determine which assembly could be the issue since it could be caused by several different things. The customer did this and when they swapped the whole display/ui assembly it worked fine. They then swapped it back to the original display/ui and it also worked as it should. The customer reported that the process of reseating cables fixed this issue. Based on information provided and/or service performed, the alleged malfunction was confirmed. The device was not being used for treatment when the reported event occurred.